Event description:
It was reported that the catheter froze on a guide wire while still outside of the pt. The tip separated from the catheter as the physician was wiping down the devices with a wet gauze.